Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device unexpectedly shuts off/service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca burned, iso port, blower box, outlet seal, heater plate contaminated. There were 7 errors has been identified. The device was scrapped.